Event description:
Boston scientific received information that prior to a procedure to implant an epicardial left ventricular (lv) lead, right atrial (ra) lead noise was noted. The impedances were noted to be 250 to 320 ohms. During the procedure, the lead was tested and it was determined that the atrial lead was not sensing and impedances were below 250 ohms. Noise was reproducible during threshold testing. Connections were checked during the procedure and were noted to be good. Additional information was provided that a revision procedure was later performed due to low impedances less than 200 ohms and no atrial capture. The lead was therefore surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.